Event description:
It was reported that a healthcare provider recommended a factory reset because the user could no longer use meal announcements after a dietary change, with historical reports that meal announcements allegedly precipitated low blood glucose requiring oral glucose to prevent further decline. Symptoms included hypoglycemia. Outcomes included troubleshooting and education, and the device was reset to factory settings with successful completion. Investigation included guided troubleshooting and a factory reset. Investigation of this case revealed no active device alarms and no replicable malfunction during support, and the issue was addressed through education and resetting the device. It was concluded, based on previously established findings for similar reports, that the cause was user-related use factors associated with meal announcement settings and meal size entry, with no confirmed device malfunction.